Manufacturer narrative:
The provided history for calibration recovery shows stable performance leading up to the recent event. The qc recovery data shows frequent outliers and systematic shifts. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable creatinine plus ver.2 result from the cobas 8000 cobas c 701 module for three patients. Patient 1's initial result was 1.16 mg/dl. The repeat result on another cobas instrument was 0.81 mg/dl. Patient 2's initial result was 1.22 mg/dl. The repeat result on another cobas instrument was 0.90 mg/dl. Patient 3's initial result was 1.07 mg/dl. The repeat result on another cobas instrument was 0.76 mg/dl. The repeat results were deemed to be correct. The samples were repeated because qc failed, and they repeated all of the creatinine samples.

Manufacturer narrative:
The creatinine plus ver.2 reagent lot number is 91676401, and the expiration date is 31-jul-2026. A field service engineer (fse) determined that a sample probe was missing the seal. The fse replaced both sample probes and the gear pump head. The fse set the gear pump pressure, adjusted all rinse station dispense levels, and adjusted the rinse mechanism dispense levels, and replaced all four reagent probes and adjusted them. For verification the fse verified that the rinse mechanism dispense levels and the gear pump pressure were okay. Qc and a 21-cup precision were completed and passed. The investigation is ongoing.